Event description:
Customer reported she obtained back to back glucose results on voicemate advantage system of 27mg/dl at 8:56am and 167mg/dl at 8:59am. Reported she felt "normal" and denied having hyper or hypoglycemia signs or symptoms. No action or inaction as a result of values was noted. The original location of the alleged event was the customer's bedroom at her home. A request was made for the return of the suspect device and replacement product was sent.